Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the ipg exhibited poor thresholds in several locations. It was also noted that during the final recapture attempt the recapture cone could not be aligned as intended and neither retrieval nor deployment of the device was possible. It was additionally noted that the delivery system appeared to be twisted. The system was not used and another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed with the device attached. Visual inspection found the flat wire protruding from the delivery system outer shaft. The delivery system outer shaft and inner shaft were mechanically kinked/buckled. The analyst indicated that the full delivery system was returned with the device attached. Observation of the handle found the tether lock button in the locked position with the tether retaining pin not placed in the handle but hanging from the tether line. Visual inspection found that part of the wire mesh was protruding from the delivery system outer shaft. Visual analysis revealed the following procedural damage to the distal end of the delivery system: outer shaft was kinked at 4.4, 4.7, 5.2 and 6.3 cm from the distal end of the shaft and a kink on the inner shaft. Curve could be applied meeting specification of 120 degrees and was in plane. The analyst could successfully deploy and recapture the device. If information is provided in the future, a supplemental report will be issued.